Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 10mg/ml hydromorphone at 4.296mg/day, and 30mg/ml bupivacaine at 12.889mg/day via an implantable infusion pump for non-malignant pain and other non-malignant pain. It was reported that the patient had a magnetic resonance imaging (MRI) scan to rule out a granuloma. The patient had a motor stall during the MRI which recovered less than 2 hours later. No symptoms were mentioned related to the stall. A volume discrepancy was reported. It was reported that on (B)(6) 2017 the expected volume was 7.5ml and the actual volume was 9ml. On (B)(6) 2017 the expected volume was 7ml and the actual volume was 9ml. It was reported that the patient sometimes experienced more pain. A MRI was done to rule out a granuloma as the cause of the symptoms and volume discrepancies, but the results were not available. The patient had a hernia which caused pain and they take tremoral at 50mg up to 6 pills a day and oral dilaudid as well. No further complications were anticipated/reported.